Event description:
The ICD could not be interrogated. The patient's rate was in the 40s and the device was not pacing. St jude medical technical services discussed rebooting the programmer, using another wand, and repositioning the wand, which all were unsuccessful. It was noted that the patient lives in a rural area and may not have been seen for follow-up anytime recently. It was discussed that the device may be past end of life. The device was explanted and replaced.